Manufacturer narrative:
Unique identifier: (B)(4). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The soda lime container was realigned to resolve the reported issue.

Event description:
The hospital reported that the ventilator stopped working resulting in the loss of mechanical ventilation. The patient was manually ventilated and case resumed. There was no report of patient injury.